Manufacturer narrative:
(B)(4). Returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks through the shaft of the device. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console; however, there were no leaks in the console. The shaft was cut and the tip was cut off to examine the shaft for holes or cracks. When the shaft and tip were cut it was found that the hypotube was broken/separated 19cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that they were unable to prime, a saline error was received and the pump assembly was leaking. An angiojet solent omni catheter was selected for a thrombectomy procedure in the left lower extremity vein. During preparation, the catheter primed for three seconds and then a check saline alert occurred. The physician reset the system several times and the catheter still could not complete the priming. The system received a message to replace the device. There was a lot of saline under the pump. The pump bag was leaking. There were no visible defects on the catheter or console. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. However, device analysis revealed a broken/separated hypotube.